Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to not applicable. It was noted that the pump motor stalled on (B)(6)2017 at 10:56 with a motor stall recovery on "(B)(6)2018" at 11:27. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient had undergone and MRI scan and had a pump motor stall on (B)(6) 2017. It was noted on (B)(6) 2017 the device was interrogated and restarted the pump. It was indicated the event was related to the device or therapy and not related to the implant procedure. It was noted to be related to MRI. The patient denied any adverse effect from their pump. The issue resolved without sequelae on (B)(6) 2017. (B)(6). The catheter tip was at t12 and the catheter access port was at 5:00. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6)2017 the pump was telemetried, analyzed, and verified that the motor stall had occurred and restarted successfully after the patient's magnetic resonance imaging (MRI). The motor stall was noted to have recovered on (B)(6)2017 at 11:27 and not on (B)(6)2018. No further complications were reported/anticipated.